Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During an acdf (anterior cervical discectomy and fusion) surgery on (B)(6) 2013, at levels c3-c7, four of the ten implanted screws after locking to the plate stripped in the bone. Surgeon wanted to explant and replace with a larger diameter screw. One screw was successfully replaced. Surgeon used the removal tool on the second screw to be removed, the tip of the tool broke off in the screw and the screw could not be removed. The removal tool could not be used after the tip broke and the screw could not be unlocked from the plate. Surgeon made the decision to not remove the screw after several unsuccessful attempts, as he did not want to burr out the screw. It was noted that the surgery outcome was less than desirable. Operation time was extended over 30 minutes. No other medical intervention was reported. This is report 6 of 6 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis the device was received with a broken tip. The laser etching has discoloration and the inner shaft has discolored spots and streaks. (B)(4) manufactured the extraction screwdriver. Due to an unknown cause the tip of the tip of the inner shaft broke off. The material and diameter of the inner shaft and outer sleeve was determined to be within specification as well as the hardness of the screwdriver and the inner shaft. All of the threads where missing so the threads could not be verified. The 352.311 extraction driver is used for removal of the vectra and accs screws. The inner shaft threads into the inner thread of the screw. The outer driver shaft is then used to unscrew the screw from the bone. The inner shaft of the driver was returned with approximately all except half of a broken thread remaining. The thread failure appears to have occurred from applying a bending moment - force applied perpendicular to the axis of the instrument- when the force exceeded the tensile strength of the threaded region of the shaft. The threaded shaft may not have been fully tightened down to the screw as described in the j8275-b technique guide. The driver inner shaft was produced prior to the material change to custom 465. In addition this is issue has been addressed by CAPA (B)(4). Placeholder.